Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms or frozen screens were noted. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Event description:
Customer reports that while attempting to enter blood glucose, insulin froze. Thereafter, customer received a button error alarm. Customer's blood glucose was 93 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.